Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. Customer uses mini etd2 paa with olympus disinfectant and follow all procedures consistent with olympus requirements. Customer reconfirmed there was no harm to any patient as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide a correction for g2 and additional information based on the legal manufacturer's final investigation. G2 - checked 'other' to add the country cyprus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the foreign material that could not be removed from the distal end could not be determined at this time. The following information is stated in the instructions for use: ¿inspection of the endoscope: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The device was sent in by the customer for preventive maintenance. At the time of evaluation of the device, it was observed that the distal end of the device had foreign material that could not be removed even after proper reprocessing was performed. There is no harm reported to any patient. This medwatch is being submitted for the reportable issue of the foreign material observed on the distal end.

Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Upon inspection and testing, there was foreign material found on the distal end of the device. This material could not be removed with proper reprocessing. Additionally, it was observed: the light guide (lg) cover lens was damaged and corroded; the lg cover lens glue was porous; the charge couple device (ccd) cover lens glue was missing; ccd cover lens was broken; probe unit acoustic lens was damaged and the probe unit scratched; lg bundle had 15% broken fibers; the distal end rubber insulation had cementing defect and discoloration; the bending tube was deformed; the connecting tube was buckling; the scope cover cracked; scope body was damaged; air/water cylinder, seat holder, and suction port was corroded; air/water nut and suction cylinder nut had paint peeling off; universal cord was kinked; wear and tear on shield unit and ultrasonic connector; and bending tube angulation wire had play. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.